Event description:
Surgeon reported to allergan representative verbally that a patient had an erosion and surgery was planned within the next couple of weeks. Patient is currently doing fine. Was implanted two years ago. The investigation is in progress and the device has been requested to be returned after explanation. No additional details have been received.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, patient data, exact implant date and explant date. The information has not yet been received by allergan. Based upon the estimated implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: adverse events: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required. Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases.